Manufacturer narrative:
Eval summary: the analysis results found that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received void of staples. No functional test was performed, as the firing trigger was note to be damaged. The device was disassembled to verify the conditions of the internal components and one firing trigger teeth was found damaged. While no conclusion could be reached as to how the device became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap. Nephrectomy, that the customer had trouble with firing the device. The customer used another device to complete the case with no patient consequence. There was no patient consequence.